Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited an unspecified diagnostic anomaly. No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.